Event description:
Five pts have reported a fluid leakage problem from the eclipse home pump luer-lock connection to the max plus needleless cap. The leaked amount was reported generally as the size of a quarter, a half dollar, a small amount, a little spoon, with one used leaked eclipse significantly more. The eclipse homepump is a container used for the pharmacy to prepare sterile medication for pt use. Homepump eclipse, 100 ml 200 ml/hr is used as a container for medication and diluent to be added to the container for infusion intravenous medications.